Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the pump exhibited a bubbled/torn downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify and confirm the reported problem. It was determined that the downstream occlusion (dso) seal was the root cause. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.